Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an upgrade procedure, the rv set screw was unable to be loosened. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of rv setscrew would not loosen was confirmed. The device was tested on the bench and the damage found was sustained during the surgical procedure. The problem was user related.